Event description:
Review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have a corroded connector. The last pt to use this battery back did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon servicing, the battery pack connector was found to be corroded. The root cause of the corrosion cannot be positively identified but is likely liquid ingress of an unk contaminant. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.